Event description:
Left stone retrieval lithotripsy with laser ureteroscopy began at 1227 and was aborted at 1330 due to malfunction of the leased laser. Pt did not sustain injury and was brought back for completion of procedure 2 days later. Laser rep with facility present and operating laser took laser out of service and back to company for check. Dates of use: 2009 - 1 hour. Diagnosis or reason for use: urolithiasis.